Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a low glucose reading issue was reported with use of the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. A customer declared: "this sensor produced repeated nighttime false low alerts, frequently indicating severe hypoglycemia when no such physical symptoms were present. Each time I verified with a fingerstick glucometer, the blood glucose value was substantially higher than the cgm reported value. Across multiple paired readings, the average variance between the cgm glucose and fingerstick measurements was 33.32%, far outside the typical ±15-20% accuracy expectation for cgm systems during stable glucose conditions. The repeated false low alarms had a significant impact on sleep, stress levels, and overall confidence in the device's safety and accuracy." There was no report of emergent medical intervention for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 2 of 4 MDR submissions. Reference report #: mw5180763, mw5180765, mw5180766. All pertinent information available to abbott diabetes care has been submitted.